Event description:
Consumer stated that they put in a new diamond clean brush head and said 11 bristles fell out of brush head while brushing her teeth, and the bristles were caught in between her teeth. Customer said 4 brush heads had bristles falling out while she is brushing her teeth. They get stuck in between her teeth.